Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. A review of prior reported events indicates that the guidewire may have been lost and/or fluoroscopy may not have been used appropriately, as identified in the IFU. The IFU also indicates under caution, while implanting the stent graft as use of fluoroscopy to ensure the implanted stent graft is not inadvertently moved and to maintain guidewire position during the delivery system insertion. It is likely that access to guidewire was lost and fluoroscopy was not used appropriately during the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the endovascular repair of a proximal type 1 endoleak (reference manufacturer report number 2031527-2012-00124) a infrarenal aortic extension was inadvertently deployed behind the stent strut of the bifurcated device. The physician placed a balloon expandable stent, which freed the extension from the main body creating a normal lumen. The endoleak was resolved and no visual disruption of the bifurcated stent remained at the conclusion of procedure. The patient tolerated the procedure well and was discharged.